Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported a new incompatibility with smartsite extension set and arogon stopcock during a rapid response administration of adenosine, questioning manufacturing changes to the smartsite. The male portion of the stopcock pushes the plunger mechanism of the smartsite in beyond functional capability. Fluid can pass through the smartsite cap if the stopcock is unscrewed partially which creates an unstable connection. Although requested, no further information has been received.

Manufacturer narrative:
No product will be returned. Photos of the reported extension set with concomitant standalone sets were provided by the customer. No issues were observed. The root cause of this failure was not identified.

Event description:
The customer reported an incompatibility issue with the smartsite extension set and arogon stopcock during a rapid response administration of adenosine, questioning manufacturing changes to the smartsite. The male luer of the stopcock depresses the smartsite piston beyond functional capability causing an occlusion. If the male luer on the stopcock is unscrewed partially, IV fluid can pass through the smartsite valve; however this makes the connection unstable and prone to disconnection. Although requested, no further information has been received. There was no report of patient harm.